Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to incision infection and occasional discharge. Additional information indicated that the infection occurred in the xiphoid area of the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient will be treated with antibiotics for six weeks, followed by the implantation of a new system. No additional adverse patient effects were reported. This s-ICD was explanted.